Manufacturer narrative:
(B)(4). Internal file number - b)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified mid left anterior descending coronary artery. Pre-dilatation was performed with a 1.5 x 10 mm unspecified balloon dilatation catheter. During deployment of a 3.0 x 18 mm xience prime stent, a distal edge dissection was noted. The dissection was treated with another stent. There was no adverse patient sequela reported. No additional information was provided.